Manufacturer narrative:
Ventec downloaded and reviewed the device's electronic records and observed data which confirmed the reported issue of o2 concentration alarms along with system fault 13. Ventec then evaluated the device but was unable duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device alarmed "system fault" during patient use. The reporter advised that the device had logged system fault 13 and o2 concentration alarms. This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.